Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented in clinic due to phrenic nerve stimulation (pns). During the follow-up, the device was interrogated and low sensing threshold was observed on the right ventricular (rv) lead. Diagnostic imaging was performed and confirmed the lead was dislodged due to twiddlers syndrome. The rv lead was explanted and replaced and the patient was in stable condition.